Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair is going in circles.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor had no electrical output, causing the chair to go in circles , which confirmed the original complaint issue.

Event description:
Dealer states chair is going in circles.